Manufacturer narrative:
H10: h2: additional information on a1, a2, a3, a4 and d9. H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, suture material and fractured anchor were returned with debris on them. The anchor is fractured in a spiral from the proximal end of the suture window. The distal end of the insertion device has the prongs deformed to lie perpendicular to the shaft. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time. H11: h2: correction on d5, d7a, d8 and g4 (PMA/510(k)number).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder joint repair surgery, the footprint anchor broke. The broken pieces were removed form patient using tweezers. The procedure was successfully completed with no surgical delay using a back-up device. No further complications were reported.